Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle librelink application did not work with sensor. The customer reported that due to this issue, they were unable to monitor glucose and experienced tremors, sweating, lack of breath and ended up losing consciousness. A blood glucose test was performed, and a reading of 38 mg/dl was obtained, and customer was treated with glucagon by their spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and the lg k8 device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle librelink application did not work with sensor. The customer reported that due to this issue, they were unable to monitor glucose and experienced tremors, sweating, lack of breath and ended up losing consciousness. A blood glucose test was performed, and a reading of 38 mg/dl was obtained, and customer was treated with glucagon by their spouse. There was no report of death or permanent injury associated with this event.